Event description:
It was reported that during the last two refills, the reservoir volume had a 3ml discrepancy, and the pt was not receiving adequate pain relief. The device was explanted and replaced. Both a dye study and a rotor study were performed. The results of each study were "unremarkable". The pt recovered w/o sequela. The medication being delivered via the device was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.